Event description:
It was reported that during a daily checked performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a power up test failure. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm powered the system on and confirmed the complaint. The iabp immediately alarmed and display power up test fail code 6. The video generator board was the cause. The generator board was replaced and the stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a daily checked performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a power up test failure. There was no patient involvement, thus no adverse event was reported.